Event description:
It has been reported to philips that the system was not turning on. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and identified a problem with the pdu fan tray and dcps. The fse replaced the pdu fan tray and dcps and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was down. Review of the system log file showed malfunction with the main power loss. Upon further troubleshooting action, field service engineer (fse) found issue with the defect in the pdu fan tray. The fse replaced pdu fan tray. After replacement of pdu fan tray, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.